Manufacturer narrative:
The pump powered up properly. No frozen screen was noted. The pump was received with a corroded electronic assembly and corroded motor assembly. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to water. Customer reported he was at the beach and the device was in a ziplock baggie and the got wet. Customer stated that the device is vibrating without an alarm or alert. Customer stated a constant tone is occuring. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.